Event description:
Pt went to the hospital due to high bgs (200 mg/dl and 400 mg/dl range). Her stomach was "upset" but no vomiting reported. Pt stayed in the hospital for "a day" and was given insulin. Pt activated a new pod and the nurse made sure it was working properly. The pod was returned for investigation.

Manufacturer narrative:
The returned pod was found capable of delivering insulin. Pulse width timeouts were noted in the data, however, these were not found to impact the device's ability to function properly. The piezo was capable of emitting an audible alarm; no alarm was found in the history log. No occlusions were found to have occurred as fluid was seen exiting the distal tip. The needle mechanism deployed as designed. No product problem was found to have occurred that would have contributed to the pt's condition. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. The user guide also warns, "...if you experience unexpected elevated blood glucose levels, change your pod." Lot qualification records were reviewed and determined to have passed all acceptance criteria.